Event description:
Customer stated "caught fire at control switch". Product was returned for investigation. Upon further investigation into the customers complaint, the inspector found that the cord had a small burn right by the strain relief. This pad was manufactured in 2007. The product was approx. 9 years old when the incident occurred. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.